Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 7/feb/2022, fresenius became aware this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an inability to breathe (dyspnea) and fluid build-up (hypervolemia) on (B)(6) 2022. No additional information provided during intake. During follow-up on (B)(6) 2022, the patient confirmed they were hospitalized on (B)(6) 2022, discharged ¿the following week,¿ and has recovered from the events. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Subsequent attempts to obtain additional information (e.g., discharge summary, treatment records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/feb/2022, fresenius became aware this 75-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an inability to breathe (dyspnea) and fluid build-up (hypervolemia) on (B)(6) 2022. No additional information provided during intake. During follow-up on 15/feb/2022, the patient confirmed they were hospitalized on (B)(6) 2022, discharged ¿the following week,¿ and has recovered from the events. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Subsequent attempts to obtain additional information (e.g., discharge summary, treatment records, patient demographics) have thus far proven unsuccessful.

Event description:
On 7/feb/2022, fresenius became aware this 75-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an inability to breathe (dyspnea) and fluid build-up (hypervolemia) on (B)(6) 2022. No additional information provided during intake. During follow-up on (B)(6) 2022, the patient confirmed they were hospitalized on (B)(6) 2022, discharged ¿the following week,¿ and has recovered from the events. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Subsequent attempts to obtain additional information (e.g., discharge summary, treatment records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Correction: h10 clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of dyspnea and hypervolemia, which required hospitalization. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, the patient reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Hypervolemia and dyspnea are well-known potential complications of the end stage renal disease (esrd) process. Causality can often be attributed to several different internal and external factors such as, physiological changes, mechanical issues, membrane/transport failure, non-compliance. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred.